Event description:
Litigation alleges that patient has experienced pain, discomfort when sleeping, decreased range of motion, clicking, and the feeling that the implant is not in the joint. Additionally, patient has developed a small amount of fluid and a cyst within the right hip joint, and has elevated metal ion levels.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.